Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe with needle had foreign matter in it and the barrel was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the operation, after the syringe was put in, a problem with the syringe was found, which caused the operating table to contaminate." "The director of the hospital's office said that this is unidentified pollution, and the barrel is deformed, and the hospital cannot detect it."

Event description:
It was reported that the bd¿ syringe with needle had foreign matter in it and the barrel was deformed. The following information was provided by the initial reporter, translated from chinese to english: "during the operation, after the syringe was put in, a problem with the syringe was found, which caused the operating table to contaminate" "the director of the hospital's office said that this is unidentified pollution, and the barrel is deformed, and the hospital cannot detect it."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/22/2020. H.6. Investigation: a device history record review was performed for provided lot number 1904134 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed embedded into the syringe. The foreign matter was identified as burnt polypropylene. Due to the high temperatures necessary for the injection molding process, if the gases produced within the mold are not expelled properly, they may result in burnt syringe pieces which then become embedded within the mold. This is a cosmetic issue which has no risk to the health of the patient as the burnt piece is embedded within the syringe with no possibility of detachment.